Manufacturer narrative:
(B)(4). Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Insulin pump received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Pump received with broken belt clip rails and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube.

Event description:
Information received by medtronic indicated that customer was changing the batteries but the device would not turn on and it just keeps on vibrating. It was also reported that battery compartment had cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.